Event description:
It was reported that this right ventricular (rv) lead became dislodged and showed no capture before the patient was discharged following the implant procedure. This was confirmed by routine threshold testing and x-ray after the patient experienced a recurrence of heart block. Subsequently, this rv lead was explanted and a new lead with the same model was implanted. No additional adverse patient effects were reported.